Manufacturer narrative:
H10: a philips remote service engineer (rse) noted that the device had a technical alarm that is given by the motor controller pcba, and always emits a beep when the equipment is turned on and does not stop until the device is turned off. It was noted that the error code was for a ¿check vent: main alarm failure.¿ the key market reported that the customer declined the service proposal, and the device was returned to the customer without any repairs performed to resolve the issue.

Event description:
It was reported that the ventilator had a "check vent: failure of the main alarm". There was no patient involvement. The issue was found by the service engineer. The investigation is ongoing.